Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty controller was used during a bronchial thermoplasty procedure on (B)(6) 2014. According to the complainant, the patient underwent bronchial thermoplasty treatment on (B)(6), 2014. There were no reported device malfunctions, the account indicated that the equipment was operating as intended. Two to three days following the procedure, the patient experienced pulmonary atelectasis. The patient required hospitalization (duration unknown). An additional bronchoscopy was performed. The atelectasis was treated with drainage and sputum suctioning. Antibiotic therapy was started following the procedure. The patient condition was reported to be stable. The complainant noted that ¿ the clinical operator didn¿t find any factor that could lead to the pulmonary atelectasis¿ during the procedure.

Manufacturer narrative:
(B)(4): the exact age of the patient is unknown although it was reported that the patient was over 18 years old. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual inspection was performed and no issues were found. Functional evaluations found no issues with the device. A temperature evaluation was performed and no issues were found. The evaluation concluded that the device showed no defect which could have contributed to the event. The dfu lists atelectasis as a possible adverse event that may occur with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication. A review of the device history record (DHR) was performed and no anomalies were found. The device met all manufacturing specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty controller was used during a bronchial thermoplasty procedure on (B)(6) 2014. According to the complainant, the patient underwent bronchial thermoplasty treatment on (B)(6) 2014. There were no reported device malfunctions, the account indicated that the equipment was operating as intended. Two to three days following the procedure, the patient experienced pulmonary atelectasis. The patient required hospitalization (duration unknown). An additional bronchoscopy was performed. The atelectasis was treated with drainage and sputum suctioning. Antibiotic therapy was started following the procedure. The patient condition was reported to be stable. The complainant noted that "the clinical operator didn't find any factor that could lead to the pulmonary atelectasis" during the procedure.